Manufacturer narrative:
Device evaluation did not show any malfunction. Process evaluation revealed that there were some issues with the stone model doctor sent in for guide fabrication. It is suspected that the observed trajectory deviation may be related to guide seating issue caused by stone model distortions.

Event description:
Doctor used a surgical guide to place a dental implant. After placing the implant, he realized that the implant is more lingual than he planned. He took out the implant and re-positioned it without issues.